Manufacturer narrative:
(B)(4). All reasonably known patient information is contained within this report. Attempts to obtain patient information have been unsuccessful. Facility declined to provide the information. No tests/laboratory data was available. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported during removal of the manufacturer's device, resistance was met with the micro catheter (another manufacturer's device). The user forcibly pulled the manufacturer's device and it became stuck with the micro catheter in the proximal end of the sheath. The user more forcibly pulled the manufacturer's device resulting in a separation of the device. The proximal portion of the manufacturer's device was removed from the sheath. The remaining portion was removed from the sheath by hand. Additional information provided the manufacturer's device was inspected prior to the procedure with no damage observed. No additional intervention was performed during the therapeutic peripheral procedure. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. The patient was discharged as expected. The device was returned to the manufacturer for analysis. The device tip and scanner body were broken off at the connection to the weld legs and returned with the device. The edges of both sites of separation were smooth with no rough edges. All portions of the device were accounted for. The probable cause of the observed device separation is damage that occurred during removal of the device from the sheath. Per IFU, "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time". Strain, impact, and forces associated with use can affect the integrity of the device. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Other devices in use: micro catheter: corsair, sheath: destination. This event is being reported as there is a potential for harm if the malfunction were to recur.